Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Nine days before the onset of peritonitis, the pt was hospitalized for 7 days for another indication. On the same day as the onset of peritonitis, the pt was again hospitalized. The cause of the peritonitis event was reported to be hospital acquired although no specific cause or use error was reported. Treatment was not reported. At the time of this report, the pt was not recovered from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.